Event description:
A female patient with a cerebral stroke was referred for pfo closure, after tee confirmed a pfo with right to left shunting, located relatively high in the interatrial septum with a short tunnel. The patient pre-implantation work-up revealed factor v leiden mutation and elevated anticardiolipin igm antibody. In 2006, the patient underwent successful placement of a 28mm cardioseal closure device. The post implantation placement assessment revealed the device well seated, however, the most distal segment of the superior right arm was not completely opposed to the superior vena cava interatrial septum junction. There was no significant obstruction to the vena cava flow by both angiograph and echocardiograph. A repeated tte obtained the following day demonstrated a well seated cardioseal device, in the interatrial septum with no interference from the device, no evidence of a shunt by agitated saline contrast and doppler. On the morning following the procedure, the patient developed a severe migraine headache without visual aura. The patient was discharged the following day, in stable condition. According to the case summaries we received, the patient had frequent episodes of tachycardia and hypotension. A follow-up evaluation revealed one limb of the device was not completely seated, raising a concern that it could have potentially obstructed the sinoatorial node. After an extensive evaluation and discussion, it was decided to remove the cardioseal surgery that was scheduled nineteen days later. Based on the operative notes, the explanting surgeon noted, the limb of the device was well away from sinoatorial node ruling out the possibility of interference. There was no evidence of clots surrounding the device. The patient continued to have tachycardia following explantation of the device that was exacerbated with activity and pain. Beta blocker improved her tachycardia.

Manufacturer narrative:
According to the case summaries we received; one of the device arms was not completely opposed to the superior vena cava interatrial septum junction. Despite this observation, the defect was completely closed agitated saline contrast and doppler revealed no shunting. We believed the complex nature of this defect contributed to the improper seating of the one limb. Due to the fact the patient continued to experience tachycardia following explantation, it is unlikely the device was a contributing factor. The lot number and the device it's self were not available for evaluation. In light to the facts listed above, we are considering our investigation closed without further actions.